Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument stopped moving during the start of the surgery, so it was removed and inspected, determining that the pulleys were broken, so it was replaced with backup instrument. The procedure was completed with no reported injury.